Event description:
Boston scientific crm received information that the patient implanted with this product developed an infection post implant. A pocket revision was performed and medications administered. The system remains implanted. No adverse patient effects reported.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is later explanted and returned. This report will be updated if additional information is received.